Event description:
Device issue: shaft separation. Time of device issue: during stent procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, the multi-link 8 stent was deployed successfully. After removing the stent system from the guiding catheter while still on the guide wire, it was noticed that the proximal shaft, outside the pt's anatomy was separated into two pieces. There was not adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was not returned for analysis which may have aided in the evaluation; however, historical data for hypotube separations has shown that the separation typically initiates with a kink in the hypotube. In this case, it is likely that pushing against resistance while advancing to the lesion site may have caused the hypotube to kink. If the sds is not properly supported during pushing or advancing, the hypotube may kink. Once the hypotube is kinked, and upon straightening, the hypotube material could ultimately separate. To ensure this damage is not a product related deficiency, all stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. In this case, there were no anomalies reported prior to use, suggesting that the damage likely occurred during the procedure. Overall, the reported shaft separation appears to be related to case circumstances and there is no indication to suggest a product quality deficiency.